Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time, it was decided to surgically abandon this lead and another one was implanted instead. No further adverse patient effects were reported.